Event description:
It was reported that the arctic sun device overshot a patient's temperature to 34.5c. The target temperature was 35.3c. The water temperature was 32c. The device displayed an alert 113. The water level had one bar.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event was captured under record: (B)(4). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device overshot a patient's temperature to 34.5c. The target temperature was 35.3c. The water temperature was 32c. The device displayed an alert 113. The water level had one bar.